Event description:
Event description guidant received information that this right ventricular endocardial lead measured high impedances on the rate/sense channel. This increase has been occurring slowly since implantation in the year 2001. Other lead measurements are normal and stable.